Manufacturer narrative:
Information references :the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 2000 mcg/ml fentanyl at 174.8 mcg/day and 20 mg/ml bupivacaine at 1.748 mg/day via an implantable pump for degenerative disc disease and spinal pain. It was reported that after transferring care, the patient's catheter was revised and the tip was moved from t8 to t11 in order to give the patient better pain control. The catheter was implanted on (B)(6) 2015. However, since the tip was moved, the patient had not had good pain control and had leg weakness and numbness when he would use his personal therapy manager (ptm). The catheter was explanted and replaced on (B)(6) 2016 and the tip was moved back to t6. It was later reported that there was a recurrence of thoracic and lumbar pain on (B)(6) 2016. The programming date from the most recent refill prior to the event was noted to be (B)(6) 2015 at 11:36. The event was possibly related to the device or therapy and not related to the implant procedure. The event date was noted to be (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.